Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2002. Subsequently, a two stage revision procedure was performed on (B)(6) 2010 due to leg length issues and heterotopic ossification in a disabled patient. The acetabular cup, liner, modular head and a screw were removed and replaced. No further information has been received to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterile certification revealed that lot was sterile released. (B)(4).